Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6), product type accessory product ID: tm90t0, serial# (B)(6), product type accessory product ID: a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving therapy via an implantable infusion pump. It was reported that the patient had issues with the personal therapy manager (ptm) connecting to her pump. It was reported that the communication will stop at 91% and stay there for over a minute before it finally connects. The issue was not resolved through troubleshooting. Repair was contacted for a replacement. Additional information was received via a consumer. The patient had not sent their old communicator back yet. The replacement communicator they received worked worse, as when they attempted to connect the personal therapy manager (ptm) to pump the screen would say retry or to switch communicators. They were unable to recreate message during call and the equipment was working as designed on call. The patient was unhappy with current equipment and wanted the older model 8835 back. The patient was redirected to their healthcare provider. Additional information was received from the consumer indicated that the issue had not been resolved by replacement.